Event description:
It was reported that, due to perforation of the right corpora cavernosa, this malleable penile prosthesis was removed and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of perforation is a known risk associated with implants of these devices as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this malleable penile prosthesis (mpp) had the right corpora cavernosa perforated. Therefore, the device was removed and replaced. No additional patient complications were reported.